Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's front panel (sheet switch/led) of abdominal pressure indicators (digital numbers) did not work. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, g3, g6, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the front panel switch did not function, flat cable failure, the pressure did not stabilize, proportional valve failure, corrosion of the flat cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. The front panel switch did not function due to a flat cable failure; the pressure did not stabilize due to a proportional valve failure. The cause of the additional malfunctions was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.